Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was also revised to address a limb length discrepancy and soft tissue impingement. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 19/11/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 22 sep 2015: rec'd legal letter from kennedys explaining this is the 3rd revision of 3. The medical history of this patient is as follows: 1st revision (B)(6) 2007 (com (B)(4)): resurfacing head revised only due to femoral neck fracture ((B)(4) cup remained in situ). This component was replaced with an xl asr system. 2nd revision (B)(6) 2007 (com (B)(4)): g2 stem ((B)(4)) was revised due to femoral bone fracture during implantation. All other xl products remain in situ and a competitor's stem is implanted. 3rd revision (B)(6) 2011: this revision. The reason for this revision was: discomfort, implant noise and elevated chromium levels. Patient demographics have been requested for the other two revisions. Stem used was a competitor stem. Added patient details including name and sex. (B)(6) 2015.

Event description:
Asr revision, asr xl, right, reason(s) for revision: noise and metallosis.